Event description:
Right ventricular pacemaker lead fracture. Alerted to lead impedance >3000 ohms by patient's remote monitor and patient brought into clinic for lead testing. Patient denied any falls or impact on pacemaker. Evaluation showed impedance 3000 ohms both bipolar and unipolar, reproducible noise on lead, and elevated capture threshold. Patient paced <1 % in rv and device reprogrammed aair. Lead revision scheduled. Both bipolar and unipolar, noise on lead.